Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when device interrogation showed inappropriate automatic mode switch episodes and noise reversion episodes due to lead noise. The noise could not be reproduced in clinic and no intervention was performed at the time. The patient condition was stable before, during, and after interrogation and monitoring will continue.

Manufacturer narrative:
Mfg date: should have been reported as 03/27/2008.